Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported stent graft leak and the reported patient effects. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of hypotension, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the patient was deemed to be a high surgical candidate for coronary artery bypass surgery and was referred to the cath lab for coronary intervention. On (B)(6) 2016, the patient underwent a coronary procedure to treat a lesion in obtuse marginal coronary artery when a coronary perforation occurred. A 3.5 x 19 mm rx graftmaster covered stent was deployed at 15 atmospheres to treat the perforation; however, an angiogram revealed that the 3.5 x 19 mm rx graftmaster failed to seal the perforation due to a leak in the covered stent. The patient subsequently experienced cardiac tamponade and pericardial effusion, which caused a drop in blood pressure. Pericardiocentesis was performed, followed by deployment of a 4.0 x 19mm rx graftmaster, which completely sealed the perforation; reportedly, both pericardiocentesis and the graftmaster helped to resolve the hypotension, which was secondary to the cardiac tamponade and pericardial effusion. The procedure concluded with the patient in stable condition and no adverse patient sequelae. No additional information was provided.